Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating while on a patient call, the capnometer reading was inaccurate. The crew did not report any error messages at the time. There was no reported impact to the patient reported at this time.